Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-17234. Related manufacturer report number: 2017865-2021-17236. It was reported that the patient experienced an infection and presented in the hospital. Upon inspection, redness was noted at the incision site and tests were ran, confirming pocket infection. Additionally, vegetation was noted on the leads. The system was explanted. The patient was in stable condition.